Event description:
Had left and right knee replaced in (B)(6) 2014 with johnson and johnson depuy products, have continued to have pain. Was just advised that the knee joints are loosening and cement is coming apart and a revision surgery will be required on both knees.